Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that an animal underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the needle detached from the suture during interrupted suturing. The needle was not a control release needle. No adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code pdp304 was received for evaluation. A cracked barrel defect could be observed in the sample. The visual inspection concluded that the needle was detached from the suture since has complete separation of metal along the barrel of the needle. The functional test could not be performed. The cracked barrel defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.